Event description:
Note: date of event is unk. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a hemostasis procedure. According to the complainant, "when unpacking the clip, the clip was already released (detached from the device). This happened outside the pt." The procedure was completed with a second resolution clip device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received but an evaluation has not been completed. Therefore, a failure analysis is not available, the relationship between this device and the cause of the event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for this lot.